Manufacturer narrative:
The console (aic) was returned for evaluation. Upon observation of the console, the failure mode was reproduced on an engineering bench. The battery 2 lcd indicator was blank (fully discharged). There was a cell voltage imbalance for battery 2. Therefore, battery 2 was defective and the root cause is single cell failure. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) exhibited a battery failure message. A loaner device was sent to the customer. No report of patient involvement.